Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The cg stated that the patient line had air in the line. The technical service representative (tsr) advised the cg to end therapy and restart with all new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.